Event description:
It was reported the patient may undergo surgical intervention to have the ipg replaced. The date and reason for the procedure is unknown at this time.

Event description:
Follow-up information revealed the ipg was inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.